Event description:
It was reported that a spectrum infusion pump's 0, 1, and 2 keys were intermittently inoperable. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the intermittent keypad response of the #0, #1, #2 keys caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.